Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (identified as silicone) was found in two unspecified bd¿ syringe/needle(s). There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
It was reported that foreign matter (identified as silicone) was found in two bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury or medical intervention. Medical device brand name: bd¿ syringe with bd luer-lok¿ tip, medical device manufacturer: (B)(4), medical device catalog #: 309653, unique identifier (UDI) #: (B)(4), manufacturing location: (B)(4). Investigation results: samples were received for evaluation. The samples were identified as product code 309653. The samples had excessive silicone on them therefore failure mode is verified. Root cause is unknown without batch number for a device history review. A device history review is needed to analyze silicone weight testing from the batch. Samples had excessive silicone. No batch number was provided for DHR/qn review. Root cause unknown without batch number for DHR review. DHR review is needed to analyze silicone weight testing from the batch.

Event description:
It was reported that foreign matter (identified as silicone) was found in two bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury or medical intervention.